Event description:
Customer reportedly received result of 398 mg/dl on the advantage system and 108 mg/dl on professional device within 10 minutes (results are estimates). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.